Event description:
(B)(4). Initial report: this non-serious rumor case from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial and additional information received on (B)(4) 2008, 06-oct-2008 and 08-oct-2008 respectively and were processed together. This case involves a patient (age, gender nos) who received poly-l-lactic acid (sculptra) (dosage, therapy dates, indication nos). Relevant medical history and concomitant medications were not reported. A consumer reports that she heard 5 patients were all injected on the same day (nos) with poly-l-lactic acid and all of them experienced jaw muscle rigidity for a few days. Event outcome is unknown. Reporter's causality: not specified. This case is associated with case (B)(4). Addendum for follow-up information received on 25-nov-2008: since the reported heard that 5 other people experienced the same jaw muscle rigidity as well, the patient promised to keep it a "secret" so there is no possibility to contact them to collect more information. No additional information will be provided or expected. Addendum for follow-up information received on 29-dec-2008: it was reported, date of adverse event onset was (B)(6) 2008. Poly-l-lactic acid treatment dates reported was on (B)(6) 2008. Addendum for follow-up information received on 31-mar-2009: per our affiliate, (B)(4).